Manufacturer narrative:
Serial numbers: (B)(4). For 3 of the 5 reported events, a ge healthcare service representative performed a checkout of the system and confirmed the reported events. To resolve 3 of the reported events, the bag to vent microswitch was replaced for 1 unit, the bag to vent switch was replaced for 1 unit, and the adjustable pressure limit valve was replaced for 1 unit. For 1 of the reported events, a ge healthcare service representative performed a checkout of the system and did not confirm the reported event. For 1 of the events, the checkout of the unit was performed by a third-party distributor.

Event description:
This report summarizes 5 malfunction events. A review of the events indicated that model 1009-9050-000 anesthesia gas machine experienced mechanical problems. 1 event reported for a malfunction causing a loss of mechanical ventilation, 1 event reported for a malfunction of the bag to vent switch intermittently preventing mechanical ventilation, 1 event reported for bag to vent switch was not switching from one mode to the other preventing the selection of the desired mode of ventilation, 1 event reported for malfunction preventing mechanical ventilation, and 1 unit reported intermittently the system does not initiate mechanical ventilation when selected. These reports were received from various sources. Of the 5 events, 3 did not involve patients, and 2 did involve patients. There was no patient information available.